Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and hardware low level failure alarm recurred. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed sleep current measurement, active current measurement, self test and displacement test. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25, failed battery test or battery failed alert, pump error 63 and 53 alarm noted during testing. Device was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. However, low battery alert was recorded and found in the formatted history file on (B)(6) 2021 13:14:00.000 alarmalertnotification and (B)(6) 2021 13:15:02.000 alarmalertcleared and power loss alarm on (B)(6) 2021 17:54:37.000 alarmalertnotification, (B)(6) 2021 17:58:22.000 alarmalertnotification, (B)(6) 2021 17:58:34.000 alarmalertnotification and (B)(6) 2021 17:59:16.000 alarmalertcleared. Pump error 63 alarm (variableinfo = 0c) was also found on the formatted history file on (B)(6) 2021 15:15:38.000 alarmalertnotification and (B)(6) 2021 15:16:20.000 alarmalertcleared, problem isolated on the electronic assembly. Pump error 53 alarm (linenumber = 5632 ; filenumber = 2005) was also found on the formatted history file on (B)(6) 2021 15:17:03.000 alarmalertnotification, (B)(6) 2021 15:17:19.000 alarmalertnotification and (B)(6) 2021 15:17:25.000 alarmalertcleared due to software error. Pump error 23 alarm was also found on the formatted history file on (B)(6) 2021 17:54:11.000 alarmalertnotification, (B)(6) 2021 17:54:28.000 alarmalertcleared, (B)(6) 2021 17:55:04.000 alarmalertnotification, (B)(6) 2021 17:56:38.000 alarmalertcleared, (B)(6) 2021 17:57:09.000 alarmalertnotification and (B)(6) 2021 17:58:14.000 alarmalertcleared. Device was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.